Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners were noted during visual inspection. All buttons functioned properly. No button error alarms were noted. However corroded keypad traces were noted.

Event description:
Customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was 87mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.